Manufacturer narrative:
H6: per a review of the complaint file, added e0506 and a01.

Manufacturer narrative:
Additional information was provided in d9. The device has been received for evaluation, and the investigation is underway. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
49-year-old female patient treated with impella cp due to acute myocardial infarction complicated by cardiogenic shock. Patient experiencing chest pain and diagnosed with non-st elevation myocardial infarction in hospital. Overnight, patient began to decompensate and was then put on impella cp support. Day of support initiation, there were placement issues noted while patient was on p-level 9 support. Issue not present when patient is on p-level 8 support. Placement signal flows reading 200s and out of range ¿ not present on screen when back on p-level 9. Conservatively coded to delay of treatment as support on p-level 9 could not be achieved. Same day groin oozing needed to be managed. Act over 250 and cangrelor running. Hcp want cangrelor running for at least 4 more hours after patient is given aspirin from the new stents. Hcps know they have to potentially re-dress the access site and monitor it. Conservatively coded to minor bleed and minor injury. Patient showed severe hypokinesis of the left ventricle and ejection fraction is 15%. Patient successfully weaned after six days of support, which is longer than recommended in the instructions for use. On day 1 of impella cp support, there was a placement signal issue with the automated impella controller (aic). At p8, the placement signal matched the patient's bp but at p9 the placement signal did not match the patient's bp. Additionally, the doctor stated that at p9 the placement signal was reading in the 200s and ¿out of range ¿ not present on screen.¿ the complaint information also states a ¿placement signal not reliable¿ alarm was active. The fact that the placement signal was accurate at all other p-levels signals that this was an issue with the aic, not the pump¿s sensor. Lastly, the abiomed representative noted that this particular aic has had some ¿glitching¿ and other waveform issues very briefly (one-time occurrence) during a previous case. In this case, the decision was made to keep support at p9 rather than p8. This had no consequence to the patient, who was successfully weaned from support after 5.21 days of support with no further mention of placement signal issues.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.